Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of compliant: france. Needle detached from the second endobuccal point.

Manufacturer narrative:
Samples received: 14 unopened pouches and 1 open and used sample. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical warehouse. We have received 14 closed and an open and used samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.45 kgf in average and 0.99 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). The open sample received has also been checked. The needle of the used sample received have marks of the needle holder or surgical instrument in the needle attachment zone. The needle has been damaged during handling of the suture as can be seen in the enclosed picture. The steel is deformed and the needle detached from the thread because the instrument broke the thread in the attachment area. As informed in the precautionary measures in the instructions for use of the product: care should be taken to avoid damage when handling surgical needles. Grasp he needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.